Event description:
It was reported after approx. 73 months implantation time, that oversensing was detected (ventricle channel). It is under discussion when the lead will be explanted.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 and returned for analysis. Upon receipt the lead under complaint was found cut 11cm distal to the is1 connector pin and 50 cm proximal to the lead tip. A medial part was not returned. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal area of the distal fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil and a bent fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.